Event description:
The pt contacted lifescan alleging that their one touch ultra meter was reading inaccurately erratic. The pt reported blood glucose results of 80 mg/dl and 120 mg/dl with the lifescan meter, performed within 10 minutes of each other. Pt did not experience any symptoms of high or low blood glucose levels during the time of concern. Pt took insulin following the use of the meter. Pt spoke with a medical professional and was advised to contact lifescan. No further treatment was received. The customer care representative was unable to walk the pt through quality control testing, as control solution was unavailable. The meter was replaced.